Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure within the colon on (B)(6) 2010. According to the complainant, during the procedure, the physician was unable to retract the snare loop into the catheter sheath. It was noted that the device was tested, without issue, prior to inserting it within the patient. Upon removing the device from the scope, the physician still encountered difficulties with getting it to retract before finally succeeding. The procedure was completed using another sensation medium stiff standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer extend or retract due the detached cannula within the handle. The condition of the returned device was consistent with the complaint that the device had issues retracting; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to retract the snare loop into the catheter sheath. It was noted that the device was tested, without issue, prior to inserting it within the patient. Upon removing the device from the scope, the physician still encountered difficulties with getting it to retract before finally succeeding. The procedure was completed using another sensation medium stiff standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.